Manufacturer narrative:
(B)(4) - incision enlargement; explant of intraocular lens.manufacturing records were reviewed: the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for an investigation. Visual inspection with the unaided eye showed the lens consisted of a half, damaged lens, with part of one haptic, which was detached from the lens. Visual inspection using a microscope at 12x magnification showed the lens identified as tecnis toric acrylic 1-piece intraocular lens. The lens was severely damaged, most likely attributed to the explant process. The lens was contaminated and some scratches were seen. No further testing was possible due to the returned condition of the lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a intraocular lens was explanted in a secondary procedure due to an unexpected postop refraction. In trying to explant the intraocular lens, the incision was required to be enlarged.